Manufacturer narrative:
Hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via right axillary artery in a 67 year old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 17 of support, while in the intensive care unit, a small chest wall hematoma was noted at the 5.5. Incision site and heparin was stopped. The patient's blood counts remained unchanged. Manual pressure was applied to achieve hemostasis. On day 20 of support, the device was explanted and patient bridged to left ventricular assistive device. Vascular injury is a known potential adverse event of the impella 5.5 per the instructions for use.